Event description:
The customer reported that a patient got out of bed and the alarm did not sound. The patient fell and fractured a hip bone, the patient is now in stable condition. The customer tested the alarm and it passed all function test, no visible damage detected by the customer.

Manufacturer narrative:
(B)(4) - the product(s) were requested to be returned but the customer has refused to return their product(s) pending their own internal investigation. This report is based solely on the initial information provided by the user facility. (B)(4).